Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 1 endoleak of indeterminate origin and a secondary procedure. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records and imaging available for review. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply corrections: g1,2: contact office- name has been updated h6: result code: remove code 3221 h6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Six (6) days post initial procedure, a secondary procedure was completed for unknown reason. Another infrarenal stent graft extension and two (2) limb stent grafts were implanted. No further information is currently available regarding this intervention. Additional information: the reported secondary procedure was due to a type 1 endoleak of indeterminate origin.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Six (6) days post initial procedure, a secondary procedure was completed for unknown reason. Another infrarenal stent graft extension and two (2) limb stent grafts were implanted. No further information is currently available regarding this intervention.